Event description:
It was reported that t:slim x2 pump housing and usb area were damaged, with damage around usb port pins that affected ability to charge, although pump had not shut down. There was no reported impact to the customer¿s blood glucose level. Caller was unsure whether screws still held plastic around usb port and chose not to complete troubleshooting because pump was out of warranty and they had not yet decided whether to continue using product, then ended call without further action or resolution.